Event description:
The patient reported their filing came out on the upper molar and their dentist advised to no longer use the aligners on their top teeth until cavity is filled. They don't know if it loosened due to the aligner.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.